Event description:
Additional information: it was reported that the patient experienced increased pain and withdrawal symptoms due to the event. Per pump logs motor stalls occurred on may 8 and 10 with recoveries on may 9 and 12.

Event description:
Additional information: it was reported that the patient was feeling sweaty and their pain was ¿a little worse.¿ this coincided with the alarm for the motor stall on 2012-(B)(6). The managing physician was going to turn the pump down to minimum rate and manage with oral medication until the device replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8590-1, lot# n066077, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2006 explanted: unk. Synchromed pouch model# 8590-1 lot# n066077 implanted: (B)(6) 2006 explanted:unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly: corrosion. Analysis of the catheter revealed catheter body dark residue occlusion in dispensing holes: event related. During decontamination of the catheter the technician noticed a dark material in one of the dispensing hole of segment 2. The catheter (segment 2) was occluded, but was able to break loose during decontamination. The dark material may have been the cause of the occlusion.

Event description:
It was reported the patient heard a beeping sound from their pump and went to their hcp. There was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The cause was unknown. The pump was put to a minimum rate and the patient was supplemented with oral dilaudid. Replacement surgery was scheduled. At the time of the replacement, csf could not be aspirated from the catheter in the pump pocket site. Hcp replaced the full system with a new pump and catheter. It was noted there was no injury and the patient recovered without sequela. The pump was delivering hydromorphone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.